Event description:
It was reported by the affiliate that during an unknown procedure, while the surgeon was using the clip applier the device was actually shearing the vessel. The surgeon felt that it was shearing the vessel at the distal end of the clip applier. The surgeon felt that the shearing could be possiblly due to her technique. It was not reported how the procedure was completed. There were no adverse consequences to the patient. One device had been discarded.

Manufacturer narrative:
Date sent: 07/07/2009. Information is unavailable; device was not returned for evaluation.